Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends.tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: unable to duplicate with customer returned product. Source: email.

Event description:
Customer reporting 1 false positive sars result for a hospital admitted symptomatic patient. Symptoms were productive cough and chest pain. Customer communicated the result was confirmed negative by another rapid test and pcr.